Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient reported to the clinic after t-wave oversensing resulted in inappropriate shock to be delivered. Additional review noted small amplitudes signals and smartpass off. The device was reprogrammed to the primary vector and data was sent for review to technical services (ts). The patient was discharged and will continue to be monitored via remote monitoring. A review by ts noted that the patient received an inappropriate shock due morphology change when the patient was in an atrial fibrillation arrhythmia. The sudden morphology change was not stopped after the shock, but was stopped eight seconds post shock. It was noted that smartpass was deactivated due to low r wave amplitudes in presence of premature ventricular contractions and morphology changes. Further troubleshooting took place and it was noted that the primary vector showed myopotential oversensing during isometric testing while the secondary vector showed less noise and a little higher r wave amplitudes. The device was thus reprogrammed to the secondary vector. No adverse patient effects were reported.

Event description:
It was reported that the patient reported to the clinic after t-wave oversensing resulted in inappropriate shock to be delivered. Additional review noted small amplitudes signals and smartpass off. The device was reprogrammed to the primary vector and data was sent for review to technical services (ts). The patient was discharged and will continue to be monitored via remote monitoring. A review by ts noted that the patient received an inappropriate shock due morphology change when the patient was in an atrial fibrillation arrhythmia. The sudden morphology change was not stopped after the shock, but was stopped eight seconds post shock. It was noted that smartpass was deactivated due to low r wave amplitudes in presence of premature ventricular contractions and morphology changes. Further troubleshooting took place and it was noted that the primary vector showed myopotential oversensing during isometric testing while the secondary vector showed less noise and a little higher r wave amplitudes. The device was thus reprogrammed to the secondary vector. No adverse patient effects were reported. Additional information noted that this patients device exhibited two new inappropriate shock episodes related to a sudden r-wave amplitude decrease leading to double counting. Technical services (ts) reviewed the provided printouts and confirmed that the sudden r-wave amplitude decrease and t-wave morphology change was causing oversensing. Ts noted that the patient could still be exposed to inappropriate therapy and it was recommended to monitor the device until a possible system revision. It was noted that due to no other reprogramming options available for this patient, this device was replaced with an intravenous device. The device will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.